Manufacturer narrative:
Device evaluation: the probe was plugged into the test system and the pilot light did not light up; fiber confirmed broken.

Event description:
It was reported that a probe was opened during an ablation procedure and contained a broken fiber. The probe was inserted and fired, however no heating was observed. The probe was then removed and no pilot light was visible at the probe tip. The probe was replaced and the case proceeded successfully. There were no patient complications reported in relation to this event.